Event description:
It was reported by service report that the pt right siderail is bent and stuck in mid position. The customer does not know if there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Result: side rail arm weldment out of alignment.